Manufacturer narrative:
Correction: the medwatch follow up #1 indicated that retain and returned strips were tested on the returned monitor. No strips were returned so it should read: 'retain strips tested on the returned meter met accuracy criteria'. Additional information: the impedance curves associated with the customer's results of 3.1 and 3.9 were determined to be normal in shape, not exhibiting a weak slope or other abnormalities. The impedance curves for the remaining five results could not be retrieved because the inratio 2 meter only stores the impedance curves for the last four results. Because the remaining 5 results were outside of this stored range, impedance curve analysis was not performed.

Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. Functional and thermistor testing were performed on the returned monitor with passing results. The customer's complaint was not confirmed during in-house testing. Retain and returned strips tested on the returned monitor met accuracy criteria. A review of the entire in-house testing for lot 370105ar was performed and found that the lot meets criteria; no product deficiency was found for this lot. A review of the manufacturing batch records for the reported strip lot did not uncover any relevant non-conformances. The lot met release specifications. The impedance curves associated with the customer's results were determined to be normal in shape, not exhibiting a weak slope or other abnormalities. A root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported a variance between the inratio inr results. The results were as follows: (B)(6). Patient self tester's therapeutic range is: 2.5-3.5. Patient self tester reported that she has been seeing issues with changes to inratio results since mid-(B)(6). Her normal coumadin dose is 5 mg/day and the only changes to dose occurred after obtaining a 5.2 on (B)(6) 2015 and 5.0 on (B)(6) 2015. She said this has been occurring on two lots of strips, however, she is unable to say which results occurred on which box or provide alternate lot number. No lab comparisons have been performed.